Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-08168.

Manufacturer narrative:
Correction numbers - 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Result - the claim about: "charging/communication, pt did not recharge" was confirmed. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.